Manufacturer narrative:
H6: ventec was made aware of this event that took place in the UK with a 4 year-old irc9lxo2awq oxygen concentrator. Ventec is filing this medwatch report because the irc10lxo2 concentrator is the same/similar as the device involved in this event. The original device manufacturer, invacare, has advised ventec that this particular device was not sold in the united states, and that at the time it was manufactured it did not require a UDI#. As a result, this device does not have a UDI# and section d4, UDI# states "none". The device has not been returned to ventec for evaluation. As of this writing, there has been no specific allegation of a device malfunction, nor has there been an allegation that the device use caused or contributed to the patient's outcome -- only that the patient was on the device when they expired. The previous device manufacturer, invacare, is investigating the reported event. Upon completion of the previous device manufacturer's investigation, ventec shall be provided with the results. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
The device¿s previous manufacturer, invacare, contacted ventec via email to report the following patient event. This patient event had been reported to invacare by a distributor in the UK. ¿the information we have at the time of this report is very limited. We have been informed that an end user is deceased and we have been informed by (B)(6) police that they have a concentrator that they have removed from a deceased patient's home on the isle of wight and would like it tested please. We have also received a request for invacare to provide a test of the platinum 9 serial no:(B)(6) and homefill compressor serial no: (B)(6). This is to be videoed. The police have not provided further information on the circumstances surrounding the death. We have no indication that the incident has been reported to the competent authorities.¿ invacare also advised ventec that the patient¿s prescription was 2 lpm 16-20hpd. The exact date of the patient¿s death was not reported. As a result, section b2, date of death, was left blank. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: the previous device manufacturer, invacare, investigated the reported event. Invacare was informed by the home healthcare service provider, dolby vivisol, that the patient suffered from copd. Section b7 has been updated accordingly. Invacare also received the following additional information from the police: "to confirm the concentrator was seized from the home address of patient qa12132 after carers found the home owner and user of the concentrator sadly passed away. The concentrator was found within the spare bedroom of the patients first floor flat closest to the window but not too close to the wall. The room was average temperature and uncluttered. The concentrator was plugged in with the switches on however was switched off on top and lower switches. No alarms were sounding however of note I understand that prior to the patients passing a phone call was made by her friend asking for assistance with the concentrator (I do not know if the alarm was sounding at this stage). I believe there is a recording of this phone call which was sent to us by [redacted] which may assist you. There was no cylinder on the concentrator. To confirm the concentrator was removed from the same room it was found in and exhibited as 2 items wrapped in plastic sheeting. I unplugged the machine and removed the plastic tubing from it (of note on removing the tubing a screw became loose which I secured with an evidence bag). No other areas were handled on the machine. The tubing ran from the concentrator in the spare room along the hallway and through into the patient's bedroom and was found on the floor." Additional information was also received from dolby vivisol: "the patient relative reported on a call the patient saying they could not feel the oxygen through the tubing. Vivisol advised them to call 111 but they refused. An urgent job was raised and our technician came out and checked over the tubing and concentrator. He confirmed he completed checks on the machine checking the pressure, concentration and all alarms were working .no issues were found. He then checked all tubing to ensure no splits in the tubing, again no issues were found. We have had the tubing back from the police and completed tests on it. No non conformances identified with it." Invacare's investigation results are as follows: ¿the affected platinum 9 oxygen concentrator (sn: (B)(6)) and the homefill compressor (sn: (B)(6)) were returned and investigated at the invacare facility in pencoed, UK. It was not possible to test the homefill compressor due to a broken connection tube. The affected platinum 9 was inspected and functionally tested. On initial inspection the homefill curly connector was placed on top of the concentrator with one end broken inside a police evidence bag, on closer inspection it was visible that one end of the curly connector was broken inside the homefill outlet port. Some scratches on the outside shroud but no other damage was visible. The unit arrived with power button switched on, no fault code found on the pcb. The shroud filters were found to be clean, internal used but no issue. The snapped homefill port was removed from the outlet then the unit was switched on. The unit flow meter was set at 3lpm on arrival and the first test was conducted at this level. The oxygen concentrator was functionally tested at flow rates from 2 to 9 lpm for several hours on each flow rate. The oxygen concentration was within the specifications on all tested flow rates and no faults were found. Furthermore, additional test were performed on the concentrator. Snapped homefill port was re-inserted to the outlet port and tested at 7.5lpm, the reason this level was to demonstrate that the unit has a maximum production capacity of 9lpm but by having an open homefill port this requires 2lpm and the outlet requires 7.5lpm the unit is being asked to supply 9.5 lpm. During this test the unit wasn't able to produce the required level of oxygen purity and went into a yellow (low 02) alarm (approx. 35-40min). Low flow test: conducted with the snapped homefill port inserted into the outlet port, unit set at 5lpm and restricted the flow from the user outlet (finger over the port) the alarm didn't sound due to the 2lpm leaving the unit through the homefill outlet port this prevented any pressure build up. Conducted without the snapped homefill port, unit set at 5lpm and restricted the flow from the user outlet (finger over the port) the alarm sounded after 20sec to indicate low flow from the unit. No power test: unit switched on and run at 5lpm, the main cable removed from the unit and a continuous alarm was sounded. The investigation showed that the platinum 9 unit works correctly as intended per user manual. Having the damaged component from the homefill connector inserted in the outlet port of the concentrator, it could create a scenario whereby the low flow would not give an alarm given the right circumstances (flow meter set to 5lpm and cannula/tubing kinked or blocked). It was stated that there was "no cylinder on the concentrator" and it is unknown whether the homefill connector was inserted in the outlet port at the time of the incident. It is stated in the user manual of the platinum 9 that when the homefill compressor is not in use "the plug provided with the concentrator should be inserted into the outlet fitting". If the concentrator was connected to the homefill compressor with the broken homefill connector, the yellow indicator light on the homefill compressor would have been signaling that it encountered a problem. The yellow indicator light is described as follows in the troubleshooting section of the homefill compressor: ¿problem: o2 below normal (yellow) light stays on solution 1. Ensure the concentrator has warmed up for at least 20 minutes. If it has not been 20 minutes, turn the compressor off until the concentrator warms up. If the yellow light still remains on proceed to step 2. 2. Inspect the connection between the compressor and the concentrator for damage or pinching. If damaged, replace. If pinched, straighten tubing. Turn the compressor off (o) for at least 10 seconds. Turn the compressor on ( I ). If the yellow light still remains on after 10 minutes, proceed to step 3. 3. The concentrator may need service, contact your home health care provider or invacare." The following is stated in the user manual: "warning! Risk of injury or damage to prevent injury or damage during use: ¿ if you feel ill or uncomfortable, or if you are unable to feel the oxygen flow, consult your equipment provider and/or your physician immediately." We received the information that the patient had a prescribed flow rate of 2 lpm for 16-20 hours per day, which is a quite low flow rate. Furthermore, we were informed that the patient suffered from copd. The cause of death of the patient remains unknown. The platinum 9 oxygen concentrator is intended for individual use by patients with respiratory disorders who require supplemental oxygen. The device is to be used as an oxygen supplement only and is not intended to be life-supporting or life-sustaining. This is also stated in the user manual. The following safety-relevant information can be found in the user manual of the platinum 9: "1.2 intended use: danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. ¿ do not use in parallel or series with other oxygen concentrators or oxygen therapy devices. [...] Danger! Risk of injury or death. While invacare strives to produce the best oxygen concentrator in the market today, this oxygen concentrator can fail to produce oxygen due to power failure or device malfunction. ¿ always have a backup source of oxygen readily available" "3 components: 3.1 component identification: the homefill outlet fitting I is to be used only for filling oxygen cylinders with the homefill home oxygen compressor. The outlet fitting does not affect concentrator performance. Refer to the homefill system user manual for connection and operating instructions. When not in use, the plug provided with the concentrator should be inserted into the outlet fitting. For more information about the homefill system, contact your invacare dealer." "6.3.2 connecting/positioning the nasal cannula caution! Risk of minor injury or discomfort: to ensure proper oxygen delivery: ¿ ensure the cannula prongs are positioned properly in your nose. This is critical to the effectiveness of the oxygen therapy. ¿ do not use tubing/cannula length exceeding 15 m (50 ft). ¿ use crush-proof oxygen tubing. ¿ check for gas flow at the outlet of the cannula. [...] 6.3.4 flowrate: warning! Risk of minor injury or discomfort: it is very important to select the prescribed oxygen flow setting. This will ensure you will receive the therapeutic amount of oxygen according to your medical condition. Do not increase or decrease the l/min flow setting unless a change has been prescribed by your physician or therapist. The therapeutic effectiveness of the prescribed oxygen flow setting should be periodically reassessed. Use only the tubing and accessories that were used to determine the prescribed oxygen flow setting. [...] 2. If the flowrate on the flowmeter ever falls below 0.5 l/min for more than about one minute, the potential obstruction alert will be triggered. This is a rapid beeping of the audible alarm. Check your tubing or accessories for blocked or kinked tubing or a defective humidifier bottle. After rated flow is restored to between 0.5 l/min and 0.75 l/min, the potential obstruction alert will turn off. A potential obstruction alert indicates a condition that may be associated with a partial or complete obstruction of oxygen output. The use of some accessories and the homefill compressor will deactivate the potential obstruction alert." The following further safety-relevant information can be found in the user manual of the homefill: "2 safety: 2.1 general guidelines. [...] Warning! Risk of death, injury or damage: if improperly positioned and secured, the power cord and interconnect hose can cause injury due to tripping, falling, and strangulation. Product damage may also occur. Properly store and position electrical cords and/or tubing to prevent tripping and strangulation hazards. Avoid positioning power cords across areas of high traffic. Before moving or repositioning either the compressor or concentrator, always disconnect the ac power cords and the interconnect hose." "4.3 connecting the cylinder to the compressor. [...] 1. Prior to each use, inspect product for visible damage. Refer to the external examination section. Do not use if any damage is found. If for any reason, any label becomes illegible or lost, contact your equipment provider."" The cause for the reported issue could not be determined.